Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, the returned device indicated a set screw with a rounded socket,the returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that the physician had difficulty inserting the lead into the header hole due to a suspected set screw problem. The device was replaced and never implanted. No patient complications have been reported as a result of this event.